Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The voltage was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the table on the 2600 system intermittently would not work. No pt injury was reported.